Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Report source: st jude medical crmd reliability laboratory. No com plaint received with return of device. Failure (event) observed during analysis. A partial lead was returned cut in two pieces for analysis. External insulation abrasion was found at 8.9-9.8cm and 38.4-39.2cm from the distal tip. The etfe coating was intact at these locations.